Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(4) to english: "hub separates."

Event description:
It was reported that the hub separated from the syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: "hub separates."

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the hub separates. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 9091648. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200812438] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.